Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time (arthrofibrosis complaint) immobility of the joint due to the formation of bone, cartilaginous or fibrous tissues around the joints. Fibrosis (arthrofibrosis complaint) the formation of fibrous tissue. There is not yet enough information available to classify the health impact. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that the patient required a surgical procedure due to left knee arthrofibrosis.

Manufacturer narrative:
Product information added.